Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48 mg/dl. Customer¿s blood glucose level was 140 mg/dl. The customer stated that insulin pump did not alert low when she went low. The insulin pump was just on vibration mode, she said maybe she got the alert and just did not felt the vibration. Customer said she was good to go now as the blood glucose already went stable and wont require troubleshooting. The customer was treated for the low blood glucose with glucose tablet. Customer reported that the auto mode was active at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. Customer also mentioned that they received change sensor alert. The insulin pump was not returned for analysis.